Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation it was noted that the lead safety switch (lss) had triggered for the pacemaker and right ventricular (rv) lead and there was oversensing of noise seen on the stored electrograms (egms). Noise was not able to be recreated with isometrics. However the bipolar impedance measurement was 130 ohms in bipolar. The physician opted to extend the av delay to promote intrinsic detection since the patient only paces 28 percent in the ventricle. At this time the pacemaker and rv lead remain in service and no adverse patient effects were reported.